Event description:
Physician was treating a lesion in the proximal sfa with a complete se stent. It was reported that there were no issues during placement or deployment. The stent was post dilated. It was reported that the stent appeared longer than 80mm on x-ray post deployment. Device evaluation: the delivery system was returned for analysis. The proximal end of the distal tip was flared and raised. Measurements of the catheter confirmed that no 100mm complete se (of any diameter) could have been loaded into the catheter.

Manufacturer narrative:
(B)(4). Evaluation results: (root cause cannot be determined).